Event description:
Consumer states that the lift intermittently works, sometimes when they go to raise or lower the box will just make a clicking noise.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.